Event description:
Guidant device contak renewal tr is - 1/lv - I implanted in 2006. Device interrogated thirty-five and thirty-six days later which revealed end of life status on both dates. Device explanted and replaced the following day.